Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility and no issue could be confirmed. He tested the clamp and it was found to be properly working. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm failed before going on byass and triggered an error message. The user turned off and back on the centrifugal pump system and the clamp worked properly again. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device has been investigated at the customer site. Results revealed no malfunction while running in a long term test. Open / close cycles have been performed without detecting deviations, the clamp worked as expected. Based on all above facts, it is reasonable to exclude an hardware failure. However, a temporary loose connection cannot be excluded as potential root cause.

Event description:
See initial report.